Event description:
The smart control nitinol stent was already exposed, several mm from the delivery system, when the package was opened. The product was not used.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.